Event description:
Initial surgery: the sled prosthesis left/medial was implanted in (B)(6) 2006. Arthroscopy: due to problems, the pt came back after a year for examination. The surgeon suspected a third body inside the knee, but could not detect anything. At that time, he noticed some small lesions in the surface of the tibial platform. Arthroscopy: the pt came back with more serious problems then before. A new arthroscopic examination was performed in (B)(6) 2010. Now the surgeon found considerable wear and loose pe-flakes. Revision surgery: some months later after the 2nd arthroscopy, the pt was revised with a total knee replacement and the problems disappeared.

Manufacturer narrative:
Explant date: spring 2010. Complaint review: this is the first case regarding damaged or broken pe of the st. Georg tibial plateau, all-polyethylene (non metal-backed) prosthesis. (B)(4). Investigation of x-ray pictures: lateral image: shows no abnormalities. According to the shown tissue, the pt might be obese. A-p image: it seems to be that the femur component is tilted to the lateral side. This might be critical if the pt has overweight. Investigation of arthroscopy images: they confirm the findings of the surgeon. Incident description narrative. Investigation of complaint sample: femur component: shows no abnormalities except some small scratches on the condyle. Tibia component: shows a heavy abrasion in the lateral/ posterior area. Usually the normal abrasion of usage should appear in the middle of the component, which leads to the assumption that the implant was not placed in the ideal position. The implant was cleaned and sterilized. We will check further possibilities of material investigations. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mitus st. Georg also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.